Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident and the current blood glucose level 272 mg/dl. The customer reported that they had experienced a high blood glucose level. The customer had a symptom of nausea and feels weak. The customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.